Event description:
While utilizing lemaitre valvulotomy for right lower extremity below-knee popliteal to dp bypass, the surgeon noted that the device had shred the greater saphenous vein (gsv) without cutting/lysing the valves causing damage to the vessel. Due to the damage to the vein, this required additional interventions including a venous patch and a balloon fog arty to lyse the valves as well as extended anesthesia time due to the damage the valvulotomy caused.